Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made unspecified mistakes. The event was manifested by abdominal pain, vomiting, fever, and cloudy effluent. The patient was not hospitalized for the event. Two days after the event onset, the patient started treatment with intraperitoneal cefazolin (1g daily) and intraperitoneal amikacin (100mg daily) for peritonitis. Dianeal therapy remained ongoing. Twelve days after the event onset, the patient recovered from the peritonitis event. Fourteen days after the event onset, cefazolin and amikacin were discontinued. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.